Manufacturer narrative:
Investigation of the returned inspiratory pressure transducer printed-circuit board (pcb) and evaluation of the received device logs has been finalized. Evaluation of the received test logs showed that the pressure sensors' offset value had a large drift in a short period of time indicating an unstable pressure senor. When the returned pcb was tested in a reference ventilator, performed pre-use checks tests failed the internal leakage and the pressure transducer sub-tests. During ventilation tests, an alarm for low peep (positive end expiratory pressure) was generated. The pressure sensor was replaced, performed pre-use checks tests passed without deviation, and no alarms were generated during several days of ventilation testing. The pressure sensors' offset drift is the cause of the reported failure. Microscopic inspection of the pressure sensor showed that there were particles in the ceramic cavity on the top of the sensors' chip. Earlier investigations of other pressure transducer pcb's have shown that once the particles were removed, the pressure transducers had functioned normally and no offset drift was noticed. Our conclusion is, that the presence of particles in the ceramic cavity on the top of the sensors' chip had caused an offset drift which affected the measured peep and caused the reported pre-use checks tests failure. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).